Manufacturer narrative:
Section d9 - device available for evaluation? Yes. Date returned to manufacturer: 06/09/2021. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: visual inspection was performed on the intraocular lens (iol) returned. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half and a haptic detached, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. There are no discrepancies found during the mrr (manufacturing record review) related to this complaint. The units were released according specification in compliance with the product intended use as required. A search of complaints related this production order (po) was performed. The search revealed no other complaint folder for this po number: conclusion: based on the manufacturing record review, analyzed of the returned and historical review there is no indication of a product malfunction or quality deficiency. No nonconformity report, escalation, documentation is required all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Unknown not provided. Phone number: (B)(6). All pertinent information available to (B)(6) surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb lens was explanted in a patient left¿s eye. Through follow-up it was learnt that the reason for explant was dysphotopsia during more than three months with a lot of halos. From the beginning patient had a distance vision of 0.9, but dissatisfaction with the quality of vision and the lens has been finally explanted. No incision enlarged, no sutures required, no vitectromy performed. Patient has now implanted multifocal lenses from another supplier and feels more comfortable, better quality vision based on the patient's perception and see unit with both eyes. No further information has been provided.